Event description:
Follow up with the physician' office revealed that the patient believed after implantation that the vns was attributing to his sleep apnea, but was unsure of when. This was first mentioned to the physician recently, but according to the clinic notes, the patient's symptoms had been present for several years. The physician stated that the vns could be contributing to the sleep apnea. The patient underwent prophylactic vns generator replacement. However, during attempts at product return, it was revealed that the generator had been discarded.

Event description:
It was reported by the patient that the vns was contributing to his sleep apnea. No additional relevant information has been received to date.